Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to clinic for routine follow-up, non-sustained right ventricular oversensing episodes were observed. Oversensing was reproduced by provocative movements at the pocket site. Programming changes were made. The patient will be monitored with routine follow-up.